Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to right ventricular (rv) lead noise. High voltage therapies were inactivated and the rv lead was later revised. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the right ventricular (rv) lead had showed sensing integrity counter (sic) and varying impedance. The rv lead was later explanted. No patient complications have been reported as a result of this event.